Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported the 15f connector (on the ventilator side) was disconnected from its tubing. The connection was reconnected several times but did not hold under pressure, the tubing was initially cut and the connection readapted and fixed with plaster but always readapted. They had to change the endotracheal and intubate the patient again, which resolved the reported event.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. This was a supplied item fault. DHR review will be done at the supplier.